Event description:
It was reported to baxter's service center that a system error 2240 (air in tubing) alarm occurred on the homechoice (hc) during use. The caregiver (cg) stated that the patient line had not been properly primed all the way when the home patient (hp) connected. No patient extensions were in use. The patient was connected at the time of the alarm. The patient had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) had the cg cycle the power. The hc alarmed a system error 2367. The tsr had the hp cycle the power. The hc came back to press go to start. The tsr reviewed proper setup procedures with the cg and explained that they would have to set up again with all new supplies. The hp understood and would re-set up the machine with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.